Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, data files were provided for evaluation. Review of the device logs do not confirm the reported problem. The logs show that the device successfully delivered all shocks. Without evaluation of the device, the reported problem cannot be confirmed. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was subjected to bench handling and defib testing with the returned multifunction cable and paddles as well as power cycling using the returned battery, without duplicating the malfunction. Review of the device logs did not find evidence to support the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.